Manufacturer narrative:
Qc was run before and after the event and recovered within the customer's established ranges. A field service engineer (fse) was dispatched to the customer's lab in 2008: the fse conducted mg precision studies with good results. The fse inspected the instrument and noted that the cartridge chemistries (cc) sample probe to wash collar appeared to be out of alignment. The fse performed all top end alignments. The fse repeated precision studies with acceptable results. The fse was dispatched to the customer's lab again on the previous month as all cc results were low: the fse replaced all cc probe parts connected to the obstruction detection system. A clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding an erroneously low magnesium (mg) result that was generated by the synchron lx20 pro instrument. A pt sample was tested for mg and a result of 0.83mg/dl was obtained. The result was not reported out of the lab. The original sample was retested for mg and repeated result was 2.14mg/dl. Based on available info, pt care was not affected as a result of this event.